Manufacturer narrative:
(B)(4) .

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient received an error message for transmitter failure. There was no report of injury or medical intervention. No additional event or patient information is available.